Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that (3) different 355sa obturators were used and would not stay armed once the button was pushed down. There was no consequence to the patient.